Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2010 and a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient's right hip was revised on (B)(6) 2012, due to patient allegations of pain, osteolysis, and elevated cocr levels. The head, stem and taper insert were removed and replaced. Further, patient's left hip was revised on (B)(6) 2012, due patient allegations of dislocation, pain and elevated cocr levels. The cup, head and taper insert were removed and replaced with biomet taper adapter and head and competitor product. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2013-00240 / 00245).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay patient's blood test results, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. All features measured were conforming except the spherical radius on the cup. It was greater than .010 oversize. This could be normal depending on the duration of the implant which in this case is unknown. The head and cup appeared to show evidence of subluxation of the joint, scratching of the bearing surfaces, material transfer and taper fretting. Although it appears that some type of third body particle was present, the source and identity of this agent could not be established during visual examination. A region of porous coating was missing on the backside of the cup. However, it could not be determined whether this damage occurred during or prior to surgical removal of the components.